Event description:
The report received from the affiliate indicated that during a coronary angioplasty, "the tip of the gw get broke. The hospital had available 1bx5 units available. The tip got fractured for 3 of these products. We will ship the remaining 2 units."

Manufacturer narrative:
This device was returned for testing and evaluation but the engineering report is not yet available. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information received will be submitted within 30 days upon receipt. This is one of three devices associated with the reported event that were submitted under the following manufacturing numbers 1016427-2011-00117, 1016427-2011-00118 and 1016427-2011-00119.

Manufacturer narrative:
Additional information was received that the tip broke in the patient when the physician was trying to cross the lesion. The tip was attached to the wall using a stent. The product was not resterilized. The wire was not removed from the dispenser by the floppy end. It was not kinked or damaged in any way prior to insertion into the patient or pre-shaped. The lesion was not a chronic total occlusion (100% occlusion for > 3 months). The wire behaved "normally" and the torque response was good. The wire kinked while being used and was advanced through the struts of an existing stent. The wire tip prolapsed once during placement and remained in a prolapsed position during treatment of the lesion. The wire tip was not advanced into the distal vasculature and did not become fixed or caught at any time prior to the event. The wire did not become fixed or caught at any time. It was not torqued against resistance. The patient is very well. It was also confirmed that the three wires associated with this complaint were used in different patients. Therefore, the three products in this complaint will be separated into three separate complaints. The regulatory reports (1016427-2011-00117, 1016427-2011-00118 and 1016427-2011-00119) will no longer be associated. Only the first report will be part of this complaint. Reports 1016427-2011-00118 and 1016427-2011-00119 will be submitted under new manufacturing report numbers associated with the two new respective complaint numbers, (B)(4), manufacturing report numbers 1016427-2012-00003 and 1016427-2012-00004.

Manufacturer narrative:
Two sterile sgw atw .014 j floppy 195cm were received for analysis in its original pouches. No visual damage was noted on the units. The guide wires were removed from hoop and were inspected under microscope, no damage was found in any of the units. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01804266. This packaging lot contained 500 units, which were shipped from lake region medical limited on (B)(6) 2011. The history records indicate this product was final inspection tested at lake region medical limited and was determined to be acceptable. The reported failure by the customer as "distal tip-fractured-separated/in patient" was not confirmed since the received units presented no damage. Neither the DHR review nor the product analysis suggest that the condition reported by the customer could be manufacturing related of the product, therefore no actions will be taken at this time. Additional clarification is pending and will be submitted within 30 days upon receipt. This is one of three devices associated with the reported event that were submitted under the following manufacturing numbers 1016427-2011-00117, 1016427-2011-00118 and 1016427-2011-00119.

Manufacturer narrative:
The report received from the affiliate indicated that during a coronary angioplasty, "the tip of the guide wire broke". Additional information was received that the tip broke in the patient when the physician was trying to cross the lesion. The tip was then attached to the wall using a stent. The product was not resterilized. The wire was not removed from the dispenser by the floppy end. It was not kinked or damaged in any way prior to insertion into the patient or pre-shaped. The lesion was not a chronic total occlusion (100% occlusion for > 3 months). The wire behaved "normally" and the torque response was good. The wire kinked while being used and was advanced through the struts of an existing stent. The wire tip prolapsed once during placement and remained in a prolapsed position during treatment of the lesion. The wire tip was not advanced into the distal vasculature and did not become fixed or caught at any time prior to the event. It was not torqued against resistance. The patient is doing well. The complaint product was not returned for evaluation, but two wires of the same lot were returned and analyzed. Two sterile sgw atw .014 j floppy 195cm were received for analysis in its original pouches. No visual damage was noted on the units. The guide wires were removed from hoop and were inspected under microscope, no damage was found in any of the units. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01804266. This packaging lot contained (B)(4) units, which were shipped from lake region medical limited on april 9, 2011. The history records indicate this product was final inspection tested at lake region medical limited and was determined to be acceptable. The reported failure by the customer as "distal tip-fractured-separated/in patient" was not confirmed since the complaint product was not returned. The flexible, "delicate" nature of the distal tip configuration requires due care in handling and use, as directed in the device instructions for use. Tip fractures have been reported in procedures involving guidewire entrapment, total occlusions, highly tortuous vasculature, and small side branches. The IFU warns to "never push, auger, withdraw, or torque a guidewire that meets resistance. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torquing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. Resistance may be felt and/or observed (via fluoroscopy) by noting any buckling of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. In addition, "if any resistance is felt, i.e., due to vessel spasm, bent guidewire, or guidewire entrapment, while manipulating or removing the guidewire in the blood vessel: stop the procedure. Do not move or torque the guidewire. Using fluoroscopy, first determine the cause of the resistance, then take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged. This may cause blood vessel injury or result in fragments being left inside the vessel. Based on the information available for review, there are possible procedural factors (kinking, difficulty delivering through a stent, prolapsed tip) that may have contributed to the event. Neither the DHR review nor the product analyses of the returned units of the same lot suggest that the condition reported by the customer could be manufacturing related, therefore no actions will be taken at this time.